Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported six (6) screws and a plate broke post-operatively. When the devices were received by the manufacturer for investigation, it was noted there were five (5) broken screws and the plate was intact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.111.631, lot l155070: manufacturing location: mezzovico. Release to warehouse date: october 11, 2016. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was completed: after receipt of the products it was identified that plate is intact and not broken as initially reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record (DHR) review: part: 04.111.631; lot: l155070; manufacturing site: (B)(4); release to warehouse date: 11. Oct. 2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: pre-investigation statement: as described in the complaint description it was reported that plate was found broken. Nevertheless, the involved plate was only found damaged and correspondingly will be investigated through the flow chart number 3, damaged: visual. Investigation selection: investigation site: (B)(4), selected flow: 3. Damaged: visual. Visual inspection: the received plate shows that there are mechanical damages on entire part's surface. Furthermore we found the broken screw heads blocked/ jammed in the plate's head. Dimensional inspection: the relevant feature cannot be investigated due to the damage and the jammed screw parts. Drawing/specification review: as indicated in the manufacturing documents, the damaged threads were inspected before the part left manufacturing site, see also inspection sheet. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage, therefore no further drawing/ specification review is needed. Summary: our investigation has shown that the complaint condition is unconfirmed as the plate is not broken. Nevertheless as the screw head are blocked in the plate the complaint disposition is rated as confirmed. There is no indication that the plate did contribute to the breakage of the screws, that the screw heads are still blocked in the plate does show that there was a stable connection. As stated above are there different damages at the plate visible, these damages occurred post-manufacturing as the anodized layer is worn away, but it cannot be defined if they were caused during insertion, in-situ or extraction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Removal of broken screws is planned for (B)(6) 2017, unknown if the removal surgery has been performed yet. Neither material nor additional information received for investigation what makes a determination impossible. The received x-rays/pictures show various unknown screws broken inside the body; the complaint therefore has been determined to be confirmed. The available x-rays/pictures do not allow any determination of the breakage root cause of the unknown implants. All unknown products were not returned and no lot numbers were provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. Corrected data: corrected report type to adverse event and product problem. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown va-lcp 2-coumn distal radius plate. Device is not expected to be returned for manufacturer review/investigation. PMA/510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient underwent wrist surgery on (B)(6) 2017. The doctor in charge used depuy synthes titanium variable angle (va) 2-column distal radius plate and 2.4mm screws to secure the broken radius bone. After 3-months post surgery on (B)(6) 2017, x-ray shown the screws locked on the radius bone and plate has broken. The patient had an initial surgery on (B)(6) 2017 and was implanted with a depuy synthes titanium va-lcp 2 column distal radius plate with 2.4mm screws. On (B)(6) 2017 the patient went for a post-op check and it was identified via x-ray that the six screws that lock on the top of the radius bone had broken. In addition, it was reported that the radial distal plate broke. This complaint involves 2 part. Concomitant parts: 1x unk plate, part/lot unknown; screws, part/lot/quantity unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 7. Nov. 2017: the implant will be removed but no date has been set yet for the removal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient identifier nric: (B)(6). Patient age reported; date of birth reported as (B)(6). Weight reported, height reported as 185 cm, bmi of 25.7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was initially treated with a cast for fracture of the wrist that occurred on (B)(6) 2017. Subsequently had surgery with osteotomy of the distal radius and internal fixation for both the distal radius and ulnar styloid fracture on (B)(6) 2017 due to a malunited fracture from the initial cast treatment. The left carpal tunnel was also released and median nerve was also neurolysed and part of the flexor and extensor tendons was also tenolysed to allow better tendon gliding. The soft callus at the fracture site was then grafted into the distal radius fracture site. He subsequently underwent a planned removal of a k-wire from the ulnar styloid on the (B)(6) 2017. On (B)(6) 2017 the patient came for follow up with complaining of left ulnar sided wrist pain. X-rays of the left wrist showed broken screws through the neck of the jocking screws. Removal of broken screws from the implant is planned on an unknown date in (B)(6) 2017.

Manufacturer narrative:
Phone number: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.